Event description:
It was reported that the iab was inserted prophylactically in a male pre-op pt. Approx one hour after surgery, the pump registered helium loss alarms. The pt was transferred to another pump, but the alarms continued. After some troubleshooting, it was determined that the problem was with the iab, and it was removed without any complications.